Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head was unable to interrogate and uplink functional tests were out of specification. The rf head cable found out of electrical specification. (B)(4).

Event description:
It was reported by a clinic nurse practioner that programmer wand was intermittently unable to interrogate several patients' devices. It also reportedly would stop working during a programmer session. Replacing with a different programmer wand appeared to resolve the problem. The programmer wand was returned for repair. No patient complications were reported as a result of this event.